Manufacturer narrative:
Device not explanted. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of the reported, stenosis and regurgitation can not be confirmed it is likely that event was due to the calcification noted in the information provided. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
As reported, a valve-in-valve procedure was performed to a mitral bioprosthetic valve after an implant duration of approximately six (6) years and eight (8) months due to severe mitral regurgitation and mitral stenosis; peak gradient 24.3 and moderate calcification. A 26mm edwards sapien xt was successfully implanted with resulting gradient of 2. No other details reported.